Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed an access site bleed that was treated with blood product delivery. The patient was also suspected as enduring hemolysis, which was treated with haptoglobin.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.